Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000150434.

Event description:
It was reported patient had high impedances. Investigation was unable to identify which lead attributed to the issue. As a result, patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.